Manufacturer narrative:
Complete catalog #''s, expiration date(s), and serial #''s: unknown, not provided. If implanted, give date(s): unknown, not provided. If explanted, give date(s): not applicable (na) as there is no indication that the lenses were explanted. Concomitant medical products: platinum un-folder (lots unknown) and the platinum cartridge (lots unknown). (B)(6). It was indicated that the devices are not returning for evaluation as to date they remain implanted; therefore a failure analysis of the complaint devices cannot be completed. The serial numbers for the devices are not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date(s): unknown, because the serial numbers were not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion into the eye of the aab00 intraocular lenses (iols) the haptics stick to the optic. The surgeries took additional time because the surgeon has to try and unstick the haptics from the lens. Reportedly, the surgeon knows how to handle the lens and previously he had fewer problems like these. No patient injury was reported. Additional information was received and it was learnt that after implantation they aspirate the viscoelastic in front and behind the lens, and if the haptics still stick to the optic then they ''help'' the release of the haptics manually. No further information was provided. The issue was reported for unknown quantities of aab00 lenses.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.